Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the complaint device was used to treat the lesion in proximal part of left superficial femoral artery (sfa). The angle of the iliac bifurcation was severe. The right femoral artery was punctured and ansel sheath was advanced by contralateral approach. However, the sheath would not pass through the aortic bifurcation. Thus, the physician gave up contralateral approach with ansel sheath, and the procedure was completed by ipsilateral approach with another manufacturer's sheath. There were no reported adverse consequences to the patient. It was of the physicians opinion that cause of the event was the severe angle of the bifurcation and calcification in the access route and inflexibility of the artery. Per images of the returned product the sheath tip was stretched.